Event description:
It was reported that the leads were attempted to be implanted and all three leads had high thresholds. A different lead was finally implanted successfully with satisfactory capture thresholds. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.